Event description:
It was reported that the patient's implant system was removed in (b)(64) 2010 due to a "mechanical failure." The patient stated that the device stopped working and that the whole system was explanted.

Manufacturer narrative:
Product ID 3998, lot# j0417753v, serial# implanted: (B)(6) 2004, explanted: product type lead. Product ID 3777-45, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type lead. Product ID 37752, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product type recharger. Product ID 37742, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product type. Programmer, patient product ID 3708260, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product type extension product ID 3708140, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type extension product ID 3550-39, lot# n234338, serial# implanted: (B)(6) 2010, explanted: product type accessory. (B)(4).